Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'low volume' which was reproduced during evaluation by troubleshooting the device. Evaluation observed the pump to under infuse by -12.489% at a rate of 200ml/hr for 60 minutes. This falls outside the plus or minus 5% acceptance criteria. The mechanism sub assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low volume. There was no known patient injury or medical intervention associated with this event. No additional information is available.